Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 455 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include vomiting, nausea and fatigue. The pod was removed at the hospital and was noted to appear bent. Pod was worn on the patient's back for between 24 and 36 hours. The patient was treated with 4 bags of saline in the first 4 hours of being admitted along with insulin intravenously. The patient was discharged after 2 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.4 smartphone hardware: iphone16.2 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.